Event description:
As the physician was removing the needle from a pt, the needle from a pt, the needle separated from its hub.

Manufacturer narrative:
While performing an epidural pain block, the physician was removing the needle after injecting the local anesthetic medication and the needle separated from its hub. A portion of the needle was exposed and the physician was able to manually remove it from the patient. There was no injury or need for further medical intervention as a result of this incident. This needle is a component in a customer procedural tray and is manufactured by kendall. They have been notified of the incident and the sample has been forwarded to them for their investigation. As the manufacturer of the device, kendall will make the determination if any corrective action is required.